Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No customer pictures were received. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
The customer advised hemolysis, clotted specimens, platelet clumps, and sample deterioration in specimens.